Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010 when it failed a self test due to a low battery. This fault appears to have gone unnoticed until (B)(6) 2011 which would have the effect of significantly depleting the pad-pak. The problem with the device was attributed to a fault in the membrane and not a fault with the software upgrade. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned because the status indicator is constantly illuminated after upgrade.